Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port and orange/brown foreign material on the port face. The samples were then functionally tested for actuation, aspiration, and cut. The samples were found to be non-conforming for actuation and aspiration with the inner cutter remaining in the port during testing. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. Presence of adhesive was observed on the inner cutter. The cutter/coupling adhesive bond fillet was visually inspected and found to be conforming. A couple wear marks were observed along the inner cutter. The complaint evaluation indicated that the returned probe had actuation and aspiration failures. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The cause of the aspiration failure is the inner cutter remaining in the port of the needle due to the actuation failure, obstructing aspiration flow through the probe. The root cause of the observed actuation failure is the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a cutting failure occurred during a procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.